Event description:
Following rf ablation of a liver lesion, a pt experienced a heptic abscess that required prolonged drainage, continued antibiotic treatment, and tpa lysis. The pt is doing well. During drainage, a portion of the rf ablation device was also retrieved. The physician states that the foreign body did not cause the abscess.